Event description:
Reportedly, the surgeon fired the device, however, it would not for approx 5 cm. After that, a certain amount of bleeding was confirmed then the operation was shifted to the thoracotomy. After surgery, checked with x-ray, confirmed staples did not remain there.